Event description:
It was reported that the patient had four additional revisions. The patient¿s husband couldn¿t answer the reasons for those revisions at the time of the report. A message was left for the patient to call back about the other revisions regarding a reason and date for their occurrence. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient.